Event description:
Complainant cares for her mother in the home and uses sensicare examination gloves. Complainant alleges that she experienced a severe allergic reaction during use of the exam glove. The reported reactions were: hands-burning and swollen. Eyes-red swollen, and itchy.